Event description:
The customer reported that pads were in place on a pt when they attempted to deliver energy twice to the pt. When the pt did not respond, the users realized that the pads cable was not attached to the defibrillator pads. Instead, the test load was attached to the end of the pads cable. The users then connected the pads to the pads cable and successfully defibrillated the pt who went into a paced rhythm.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.